Event description:
An alarm issue was reported with the adc device. The customer encountered a signal loss alarm and was therefore unable to receive high or low glucose alarms. The customer was not made aware of changing glucose levels and experienced a loss of consciousness. A healthcare professional provided treatment with glucose gel, juice, and chocolate. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal state). Visually inspected the sensor plug assembly and no failure modes were observed. The sensor was activated with a known good reader. And the bluetooth (ble) connection was successful. Linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and reader communicated successfully and a signal loss message was observed after simulating a signal loss, the combination of returned sensor and reader were found to be functioning properly; therefore this complaint is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the unit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.